Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the procedure to extract osteosynthesis material tibial nail and orthopaedic distal synthes osteosynthesis screw was performed. At the medial malleolus level, the screw could not be mobilized with a screwdriver. After multiple attempts, deformity of impression marks made it impossible to remove. The screw was finally removed without any real damage. There was an unknown surgical delay with difficulty extracting the cannulated screw. This report is for one (1) unknown screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3, h6: visual inspection: the unk - screws: cannulated was returned and received at us customer quality (cq). Upon visual inspection, the screw shaft was deformed and broken. The broken fragment was returned. The internal feature of the screw head was observed to be deformed and foreign material was observed on the shaft. No other issues issues were observed with the returned device. Functional test: a functional test was not performed as the device was returned by itself but the deformed screw head could have caused the complaint condition. Can the complaint be replicated with the returned device? Yes dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage and unknown product number. Document/specification review: a document/specification review was not performed due to unknown product number. Complaint confirmed? Yes, the device received was broken and deformed. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the returned unk - screws: cannulated. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.